Event description:
It was reported that the patient was having multiple low voltage advisories when on fully charged batteries. There was green slime and residue at the tip of the white patient cable, and it was decided to perform a system controller exchange in clinic. Log files were sent for review. The event log captured a couple periods of random low voltage advisory events. These were not associated with power source changes and also noted some odd relative state of charge (rsoc) voltages on the power lead. Specifically, the white power lead. The green residue was thought to be from oxidation.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported events of low voltage alarms and fluid ingress on the system controller ((B)(6)) was confirmed via log file analysis and testing of the returned product. Log files revealed on the reported event date 28oct2024 while on battery power, multiple atypical intermittent low power advisory alarms activate in the reviewed duration. During this time, pump function was not affected, and the system functioned as intended. The alarms would self-resolve shortly after activating. Driveline disconnect and associated alarms activate at 12:22:12, consistent with the reported controller exchange. There were no other notable alarms active in the reviewed duration of the log file. Pump operation was not affected, and the device appeared to function as intended. The heartmate 3 system controller (serial: (B)(6)) was returned for analysis. The controller underwent preliminary and functional testing and passed without issue. The reported low voltage alarms were unable to be reproduced. The system controller operated for an extended period of time during testing, and no alarms were reproduced. The insulation of the underlying wires was tested in both power cables and passed without issue. The resistance of the underlying wires in both power cables had resistances above the expected resistance threshold of 0.5 ohms, which is indicative of early-stage conductor breakdown. The outer jacket of both power cables was stripped, and fluid ingress was observed throughout both power cables. Fluid ingress within the power cables could cause increased resistances. No damage to the underlying wires was observed. The provided information indicated several brief low voltage alarms activated on the system controller, which resolved after the system controller was exchanged. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to interpret and troubleshoot low voltage advisory alarms. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. This section also instructs the user to keep the system controller power cables away from any liquid. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There was water damage to the system controller. The controller was exchanged and the event resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.